Manufacturer narrative:
The harmonic ace instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.276¿ from the base and was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the harmonic ace instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image is consistent with the alleged complaint. The instrument appears to have a fractured detached part. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the harmonic ace instrument was noticed to have the front end fractured. A fragment fell into the patient and was retrieved in the same procedure. The customer used a spare instrument to continue and complete the procedure.